Manufacturer narrative:
The device manufacture date was unknown. (B)(6). The actual device was returned for evaluation. During repair an evaluation was performed and it was determined that the device has insufficient/low power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during evaluation of oscillating saw device, it was determined that the housing of the device was damaged, and the device had insufficient / low power. Additionally, it was noted that the housing was damaged, and the device had low power. It was further determined that the device failed pretest for check oscillation frequency, and general condition. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.